Manufacturer narrative:
(B)(4). Baxter evaluated the device in question and a flow rate test was performed per the spectrum preventive maintenance procedure and the device was found to deliver within specification. An additional flow rate test was performed using the event infusion parameters found in the history log (for a period of 1 hour) and the device under delivered by 7.76%. After the device was flow rate tested, the pump alarmed for "reload set" and system error 306, cause by a failed downstream sensor.

Event description:
It was reported that a pump was programmed to deliver 250 ml of fentanyl at a rate of 2.5 ml/hr. After 8 hours, it was observed that only 40ml of fluid remained in the IV container. It was also reported that there was no pt injury. The customer tested the device 3 times. It was reported that the pump passed the first test; however, it is unclear if the device passed the 2nd and 3rd tests.